Event description:
Customer alleges discrepant results with meter compared to lab: date: unk; inratio: 1.3; lab: 2.6. Lab result done 1-2 hours later. Date of event reported on (B)(6) 2011 as "last week sometime". Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Customer wipes the first drop and uses the same finger to retest if there is not enough sample. This may affect coagulation test and lead to unexpected inr or errors in testing. Only the first drop should be used and a fresh finger should be used for each repeat test. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2011; inratio: 1.3; reference: 2.6; mean: 1.95; confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Pre-analytical errors during sample collection may contribute to inaccurate inr result or testing error. These errors were identified in the complaint and could not be ruled out as a cause of the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.